Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not accept brand new batteries. The customer's blood glucose was 8 mmol/l at the time of incident. The customer stated that the battery would not last for a week. The customer stated that the battery was not previously used. The customer stated that they did not perform excessive button pressing, the backlight was not used frequently and there have not been unattended alarms. The customer stated that the issue recurred after they cleaned the battery cap and put the insulin pump to rest. The insulin pump will not be returned for analysis.